Event description:
Mcgrath video laryngoscope was reprocessed using high level disinfectant rapicide pa (using the medivator) and then sterilized in the v-pro according to instructions for use. After processing, moisture was trapped under the screen rendering the video laryngoscope unusable. Per site reporter, the manufacturer replaced the failed devices with new devices.